Manufacturer narrative:
Section a2, b1, b5, d4, d5, d10, e3, e4, g3, h1, h3, h4, h6, h8: correction. The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-01736. This report is being submitted as additional information from user facility report #(B)(6) . The additional information in the user facility report regarding the driveline splice 3 months later was reported in MFR report #2916596-2020-05110. Manufacturer's investigation conclusion: no product was returned for investigation. The report of pump stoppages as well as low flow and driveline disconnected alarms were confirmed through the evaluation of the submitted system controller log file; however, a specific cause could not be conclusively determined through this evaluation. The submitted log file captured low speed advisories and hazards from (B)(6) 2017 at 11:39:44 pm through (B)(6) 2017 at 11:29:05 pm when the pump speed dropped below the low speed limit. All events occurred while the patient was connected to the mobile power unit. Additionally, this log file captured low flow hazard alarms between (B)(6) 2017 and (B)(6) 2017 when the estimated flow dropped below the low flow threshold of 2.5 lpm. The submitted x-rays were unremarkable. The patient remains ongoing on vad support and no further events relating to pump stoppages have been reported at this time. A review of the device history records revealed that the device met applicable specifications. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, the IFU states that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, and provides information on assessing flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that pump stoppages were observed. System controller history interrogation revealed multiple low flow and driveline disconnect alarms. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed speed decelerations lower than the low speed limit (lsl) and pump stoppages between (B)(6) 2017 and (B)(6) 2017 while connect to the mobile power unit (mpu). Also observed were low flow events on (B)(6) 2017 and (B)(6) 2017. X-ray images did not reveal obvious areas of concern on the driveline. There was concern for a short to shield. The patient was provided an ungrounded power module patient cable and was discharged.

Event description:
Event details: medwatch / user facility report # (B)(4) was received on 15may2020. This event is duplicate/additional information to (B)(4). This cs was created to document and address the user facility report. Heartmate ii left ventricular assist device (lvad) presented with pump stops. Waveform analysis revealed concern for short to shield within the driveline. Patient was discharged at that time with recommendations to use battery-power, or to use an ungrounded cable when connecting to ac power. Three months later, patient again presented with pump stops and underwent splice repair of the external driveline. Abbott analysis of the removed portion of the driveline revealed a damage orange wire (this event is reported under (B)(4). Actions performed: placed on ungrounded cable, eventual driveline repair ((B)(4). Alarm description: pump stop. Alarm status: audible. Was a pump explanted?: no. Was a pump exchanged?: no. Patient re-admitted?: no. Patient returned to or?: no.